Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. Customer reported having a blood glucose level over 500 mg/dl on the day before the incident. Customer stated that she lost consciousness and paramedics were called by her husband. Blood glucose level at the time of admission was over 1000 mg/dl. The insulin pump was not replaced or returned for analysis.